Manufacturer narrative:
Internal file number - (B)(4). Correction: brand name. Correction: catalog #. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. The single leaflet device attachment (slda) appears to be primarily due to the procedural circumstances of difficult clip deployment (troubleshooting maneuvers) and possibly also due to the patient anatomy. The reported patient effect of worsening mitral regurgitation (mr) was likely due to the slda and therefore, related to procedural circumstances. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80608u185) was advanced to the mitral valve. The clip was placed at a3/p3, reducing the mr to 2+. During clip deployment, the cds tip was trapped between the clip arms and the clip did not deploy. Troubleshooting was performed, but the tip was still trapped between the clip arms, and the clip did not release. The steerable guide catheter (scg) was rotated in the anterior and posterior direction and the clip released. A few minutes after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4+. Two additional clips were implanted for stabilization. Three clips were implanted, reducing the mr to 2+. There was no adverse patient sequela. No additional information was provided.